Event description:
The acist catheter was placed to record pressures, the pressures were all over the place, it was apparent to the operator that the catheter was not recording accurate pressures, since there was no consistency to the numbers. The catheter was removed and another acist was placed that gave consistent pressure numbers for measurement of ffr (frequency flow reserve).